Manufacturer narrative:
It was reported by the vad coordinator that the patient experienced five "electrical fault" alarms five days after lvad implantation. Flows were stable; however, there was a brief episode of increased watts. Log files were sent. On january 8th 2015 a manufacturer representative arrived onsite to perform a driveline connector cleaning and to change out the controller. Visual inspection of the driveline connector pins revealed blackened pins and electrical faults were reproducible with manipulation. There was also a gelatinous residue present on the controller connector pins. The patient was prepped with inotropes. Inr was reported to be therapeutic. The pump was stopped for the procedure and the medical doctor was present at the bedside. The patient tolerated the cleaning well. This patient had a previous driveline connector cleaning. According to a log file analysis on january 12, 2015, pump parameters were within the normal operating range, however waveforms indicate a slight decrease in power consumption over the last 24 hours. The pump was not returned for evaluation since it is still implanted. There were no reported consequences to the patient. The root cause for the reported "electrical fault" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate the presence of foreign material within the connector. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Controller - (B)(4)/ 1403us - expiration date: 10/31/2015 - device manufacture date: 10/10/2014. Controller - (B)(4)/ 1403us - expiration date: 10/31/2015 - device manufacture date: 10/09/2014. (B)(4). Method: actual device evaluated.

Event description:
It was reported by the vad coordinator that the patient experienced five "electrical fault" alarms five days after lvad implantation. Flows were stable; however, there was a brief episode of increased watts. Log files were sent. On january 8th 2015, a manufacturer representative arrived onsite to perform a driveline connector cleaning and to change out the controller. Visual inspection of the driveline connector pins revealed blackened pins and electrical faults were reproducible with manipulation. There was also a gelatinous residue present on the controller connector pins. The patient was prepped with inotropes. Inr was reported to be therapeutic. The pump was stopped for the procedure and the medical doctor was present at the bedside. The patient tolerated the cleaning well. This patient had a previous driveline connector cleaning. According to a log file analysis on january 12, 2015 pump parameters were within the normal operating range, however waveforms indicate a slight decrease in power consumption over the last 24 hours. The pump was not returned for evaluation since it is still implanted. There were no reported consequences to the patient.